Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon p/a ps beaded #7l, cat#5516f701; lot#aht9t, tritanium bplate triathlon s6; cat#5536b600; lot# ctd7597, tritanium patella-asymmetric; cat#5552-l-350; lot#a7ln. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not available.

Event description:
As reported: "this patient is currently in the triathlon tritanium knee outcomes study. He presented with arthrofibrosis on (B)(6) 2017. The adverse event report states the following. "The patient, despite exercising, has failed to see significant improvement of range of motion and stiffness. Pain level is 1-2 of 10." As a result, the patient had left knee arthroscopiclysis of adhesions on (B)(6) 2018.

Event description:
As reported: "this patient is currently in the triathlon tritanium knee outcomes study. He presented with arthrofibrosis on (B)(6) 2017. The adverse event report states the following. "The patient, despite exercising, has failed to see significant improvement of range of motion and stiffness. Pain level is 1-2 of 10." As a result, the patient had left knee arthroscopiclysis of adhesions on (B)(6) 2018.

Manufacturer narrative:
An event regarding reduced range of motion (rom) involving a triathlon insert component was reported. The event was confirmed through medical review. Device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned- the components remain implanted. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: total knee arthroplasty requiring extensile exposure has resulted in arthrofibrosis with impairment of knee functionality. An arthroscopic release of scar tissue was performed while retaining all implanted devices. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. It was reported that the patient presented with arthrofibrosis on (B)(6) 2017 and as a result, the patient had left knee arthroscopic lysis of adhesions on (B)(6) 2018. A review of the provided medical records and x-rays by a clinical consultant indicated: there is adequate size, position and alignment of the knee with stable condition of the implanted devices in the bone with no adverse changes over time. At 2-years postoperative, all components are well-fixed with the patella tracking well over the femur. Total knee arthroplasty requiring extensile exposure has resulted in arthrofibrosis with impairment of knee functionality. An arthroscopic release of scar tissue was performed while retaining all implanted devices. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.